Event description:
It was reported that during an unspecified procedure a guide wire flaked. During removal from the patient's anatomy, a luge guide wire unraveled and "flaked in the sterile field." No patient complications were reported and the patient's status is listed as ok. Additional information has been requested and is not available.

Event description:
It was reported that during an unspecified procedure a guide wire flaked. During removal from the patient's anatomy, a luge guide wire unraveled and "flaked in the sterile field." No patient complications were reported and the patient's status is listed as ok. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed the spring tip unraveled, corewire fractured and the body kinked at 46.3cm from the proximal end. Device measurements taken were within specification. Note: the spring tip measurement could not be performed due to the condition of the returned device. Sem analysis revealed failure occurred due to a reverse bending fatigue with a final tension overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).